Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up confirmed the ipg relocation procedure took place on (B)(6) 2019. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. The event date is unknown.

Event description:
This report is related to an italy patient. It was reported the patient experienced erosion at their ipg site. As a result, the patient's ipg was relocated via surgical intervention.